Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenum narrowing stenting procedure. According to the complainant, difficulties were encountered during attempts to deploy the stent resulting in partial deployment of the stent (3cm). However, the partially deployed stent could not be reconstrained. The device was removed through the scope without incident. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.